Event description:
Ous MDR - this lead dislodged. The physician attempted to reposition the lead several times but it was decided to explant and replace the lead. No additional adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During this inspection, no deviations from the technical specifications could be found that could be related to the clinical complaint. The lead proved to be in conformance with specifications and without defects. Especially the measurement values of the electrical analysis were within the technical specification. The fixation could be extended and retracted without resistance and evenly after removing the coagulated blood and the tissue residues from the screw head. During the performed screw attempts, no anomalies could be detected. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.